Event description:
It was reported prior to a proximal femur fracture case, rust was noted on all three instruments. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for manufacturing revealed no complaint related issues. Device was visually examined, there were no signs of rust on the device. It cannot be ruled out the rust or discoloration came off during the decontamination process. This complaint is invalid from a manufacturing position.